Event description:
It was reported that this implantable device was found to be in safety mode. The physician elected to surgically explant and replace the device to resolve the event. The device is expected for analysis, but has not yet been received. The patient was stable with no additional adverse consequences. The device has been received for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable device was found to be in safety mode. The physician elected to surgically explant and replace the device to resolve the event. The device is expected for analysis, but has not yet been received. The patient was stable with no additional adverse consequences.